Manufacturer narrative:
We checked the returned unit and confirmed that the objective lens unit fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the objective lens unit. In addition, we confirmed that the angle wire fluid damage, the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the down pulley wire fluid damage, the objective lens unit cloudy (not clear view), the us connector cable buckled, the us connector/junction cable (short) buckled, the deflector wire play, the control body corroded, the deflector washing socket deformed, the operation channel leak, the bending rubber leak, the operation channel cut, the handle loose, the distal body worn out, the down pulley wire worn out, and the bending rubber pin hole; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).